Manufacturer narrative:
Evaluated by mfg: this is capital equipment which was assessed onsite by an asp field service engineer (fse). The fse cleaned up the oil found on the floor, replaced the catalytic convertor, vent valve filter and oil return valve hose. The fse performed level 1 maintenance. The fse found the vacuum pump inoperable. A replacement vacuum pump was ordered and installed upon arrival. The fse performed vacuum and leakback tests. Ran empty test cycle. The fse stated that the unit was operating within manufacturer's specifications.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, health hazard analysis, and the system hazard use misuse analysis. The DHR (device history review) for sterrad 100s system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for haze / oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad 100s found there is not a significant trend. The hhe (health hazard analysis) relating to haze / oil mist issues is considered low risk. The shuma (system hazard use misuse analysis) was considered "as low as reasonably practicable" (alarp). The field service engineer replaced the catalytic converter, vent valve filter, oil return valve hose and the vacuum pump to resolve the fluid leak and oil mist issues.

Event description:
A customer alleged seeing visible mist coming from the top of the sterrad 100s sterilizer. The customer states that the unit was leaking a yellow liquid. The unit was taken out of service. There is no report of harm or injury to any healthcare worker. The unit was assessed onsite by an asp field service engineer.